Manufacturer narrative:
(B)(4).

Event description:
Received info that during replacement of the ins for normal battery depletion, the surgeon noticed a foil peeling off from the device. Half of the foil is gone and it is not known where. The device had otherwise been working normally. The device will be sent back to the manufacturer for analysis.